Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing leads dislodged. It was noted that the patient had a significant amount of fat and the leads were pulled after implant. An attempt was made reposition the leads; however, the physician tried to create slack on the first lead but was unable to push the lead forward. Therefore, both leads were explanted and replaced. No patient complications have been reported as a result of this event.